Event description:
It was reported that this was a posterior spinal fusion (l2) performed on (B)(6)2023, with vbs+verse. Three months after surgery, it was installed without problems. Six months postoperatively, breakage of the screw in question and loosening of the contralateral set screw were observed. On (B)(6) 2024, the second surgery was performed to remove the screw and the set screw. The surgery was completed successfully with no surgical delay. This report is for one (1) 5.5 exp verse unitized set scr this is report 7 of 9 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E3: reporter is a j&j employee. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code # 199721001s lot # zp2311 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on:20-apr-2023 manufacturing site:jabil le locle expiry date:31-mar-2028 the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The reported allegation cannot be confirmed. A functional evaluation was performed and met specifications with the mating device [199725650] assemble and disassemble with no problem. The overall complaint was not confirmed as the observed condition of the 5.5 exp verse unitized set scr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.